Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2023 - multicenter retrospective cohort of eus-guided anterograde pancreatic duct access. In a retrospective study conducted at (B)(6) hospital, patients with a history of pancreatitis and an obstructed pancreatic duct (pd), who had failed pd cannulation via ercp, underwent eus-guided antegrade interventions, including rendezvous procedures and direct transgastric or transduodenal pd stenting. Using linear echoendoscopes, experienced endoscopists visualized the pd and accessed it using either a 19-gauge or 22-gauge eus needle (echotip ultra hd or cook medical access needles), chosen based on clinical discretion and access difficulty. The needle was advanced into the pd under ultrasound and fluoroscopic guidance, with intravenous secretin sometimes administered to enhance ductal dilation. Upon successful puncture and confirmation of intraductal access via contrast injection, a guidewire (0.018" to 0.035") was inserted and manipulated across the obstruction toward the small intestine. In successful cases, the wire was retrieved endoscopically to facilitate pd cannulation and therapy via the rendezvous technique. If the wire could not be passed or retrieved, a salvage approach was employed by dilating the transmural tract (using a needle-knife, cystotome, and/or dilation balloon) and placing a pd stent directly through the gastric or duodenal wall. All stents were directed toward the head of the pancreas. The study was conducted under institutional review board approval, with data gathered from endoscopy reports and imaging, and analyzed using descriptive statistics and chi-square testing. This complaint will capture pancreatitis in 7 patients (6%) likely requiring intervention and gastrointestinal bleeding requiring blood transfusion (2 units). A total of 111 eus-guided pancreatic duct (pd) access procedures were performed on 96 patients, with an average age of 58 years (±16), and an equal male-to-female ratio. The most common clinical indication was abdominal pain, seen in 71% of patients, followed by chronic pancreatitis (50%), pd strictures (49%), recurrent acute pancreatitis (38%), and pd leaks or fluid collections (27%). Pancreatic insufficiency was present in 18%, and acute pancreatitis in 14%. All patients had a history of failed ercp, most often due to inability to reach the ampulla (50%), tight pd strictures (37%), or cannulation failure (28%). Nearly half of the patients (47%) had surgically altered anatomy, with 40% having undergone a whipple procedure, 5% a gastrojejunostomy, and 3% other types of surgical reconstruction. This diverse patient group represents a challenging clinical population where eus offers an alternative route for pd access when ercp is unsuccessful.

Event description:
Cancellation report is being submitted due to clinical input received on 03-nov-25, which confirms that the events were not related to the use of our echo-hd-19-a device. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Cancellation report is being submitted due to clinical input received on 03-nov-25, which confirms that the events were not related to the use of our echo-hd-19-a device. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.